Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received a questionable cardiac d-dimer result for one patient on their cobas h232 meter, serial number (B)(4). The h232 is not sold in the united states. The specific date of this event was requested, but could not be provided by the customer. The patient's initial d-dimer result was under the cutoff value, <0.5 mg/l. Information on whether the patient's sample was repeated was requested, but not provided. Due to the patient's symptoms, the patient was hospitalized. A thrombosis was found and treated. Information on whether the patient was adversely affected by this event was requested, but not provided. The d-dimer strip lot number and expiration date were requested, but not provided. An investigation was performed on d-dimer retention lot 28128910 using a qualified h232. All the test results fulfilled the requirements.

Manufacturer narrative:
The customer returned the h232 meter with serial number (B)(4) for investigation. The problem could not be reproduced and the meter showed no errors.